Event description:
It was reported that the ventilator generated a technical error codes indicating a disabled valves, communication failure between the monitoring and the breathing subsystems and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low pressure. The ventilator was investigated by our field service engineer on-site and the control pcb was determined defective and replaced which solved the problem. No service log files were provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.